Event description:
Follow-up revealed the patient's physician decided to explant and replace the patient's ipg along with revising the patient's ipg site (to address their issue).

Event description:
Follow-up revealed the reason for surgical intervention is pain at the ipg site.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The event date is unknown. During processing of this complaint, an attempt was made to obtain further event information and the patient's weight. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient may undergo surgical intervention. The reason for surgical intervention is unknown.